Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient was experiencing uncomfortable stimulation in the wrong location. The patient stated that the therapy had been working fantastic, but the stimulation at the time of report was going all the way down her left leg to her foot. The patient noted that the reported issue was related to positional movements. She was experiencing a painful uncomfortable feeling when she was laying down, standing, or walking around. The patient mentioned that she had previously increased the stimulation. The patient confirmed therapy was on and denied any trauma or falls that may have affected the device. The patient decreased the amplitude from 5.0v to 3.1v which eliminated the uncomfortable stimulation. The patient wondered if the devices could move. The patient reported that she thought the device moved because of the change in stimulation. The patient was assisted in lowering stimulation and then thought the issues were due to them increasing the amplitude previously.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.